Event description:
(B) (4) same patient as 2134265-2010-00458. It was reported that post a percutaneous coronary intervention (pci) procedure, restenosis occurred. The 90% stenosed, baseline non-target lesion was located in the proximal circumflex artery (cx). The reference vessel diameter was 3 mm and the lesion length was 18 mm. The non-target lesion was treated with two taxus express2 stents. In (B) (4) 2008 the patient underwent a non-target vessel revascularization in the non-target lesion; the pre-treatment was 80% stenosis. Percutaneous coronary intervention (pci) was performed in the non-target lesion with balloon angioplasty and a non bsc stent placement. The lesion post-treatment was 0% stenosed. In (B) (6) 2008, three years and three months post-index procedure the patient had a positive stress test, resulting in non-target lesion revascularization in the 80% stenosed proximal circumflex artery. The revascularization treatment included angioplasty and placement of a non bsc stent. Post procedure stenosis was 0%. The next day the patient was discharged.

Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.